Event description:
On 2009, laparoscopic adjustable gastric band was surgically implanted using the realized lap-band for weight loss. Later developed wound infection, open of the skin suture line; has been experiencing pain and tenderness to site, concessional vomiting and nausea since implant and occasional swelling/enlargement at port tie. I have had multiple band adjustments and esophagogastroduodenoscopy. Weight loss total 35 lobs. On 2011, laparoscopic cholecystectomy performed due to present of gallstones. I was informed that the surgeon probed the site of band implant/attachment. On 2012 chest pain - cardiac cath performed and negative. On 2012, visited another surgeon for consultation and treatment. Band adjustments and edgs done; however, continue nausea and vomiting, fill restrictions but no additional weight loss. In 2011 - 2013, developed elevated liver enzymes. Reason not fully determined, continue to have nausea and occasional vomiting. Could it possible be related to the silicone band. After the gallbladder surgery I developed a large, or multiple incisional/ ventral hernia. Current plan is for hernia repair and band removal.